Event description:
It was reported that a 51-year-old caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 250cc saline breast implant experienced right-side deflation postoperative. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements as follow: r/ cat#: 3501635, sn#: (B)(4) and l/ cat#: 3501630, sn#: (B)(4) on (B)(6) 2023.

Manufacturer narrative:
Suspect device received on march 02, 2023 device evaluation completed on march 08, 2023: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant was found to have a tear on the anterior view, measuring approximately 9.8 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).